Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v644605, implanted: (B)(6) 2011, product type: lead.

Event description:
A healthcare provider (hcp) for a clinical study initially reported in manufacturing report #6000153-2016-00024 reported duplication of wire or twisting of lead was noted on the patient's 48 month x-ray. No action was taken and the outcome was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent. Additional information received from the hcp for a clinical study reported the event resolved without sequelae on (B)(6) 2016. See manufacturing report #6000153-2016-00024 for the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.